Manufacturer narrative:
The system's user manual notes that the system waste contains lysis reagent. Filling bleach or dna away" surface decontaminant into the liquid waste container can result in a chemical reaction producing cyanide. Do not pour bleach or dna away" surface decontaminant into the liquid waste container or any part of the fluid system. Within the warnings and precautions section of the package insert for the cobas¿ sars-cov-2 qualitative assay for use on the cobas¿ 6800/8800 systems, it states: do not allow cobas omni lysis reagent, which contains guanidine thiocyanate, to contact sodium hypochlorite (bleach) solution. This mixture can produce a highly toxic gas. Dispose of all materials that have come in contact with samples and reagents in accordance with country, state, and local regulations. The safety data sheet for the cobas¿ omni lysis reagent test has specific instructions on how to handle the hazards in section 4 first aid measures; if inhaled: move to fresh air. If unconscious, place in recovery position and seek medical advice. If symptoms persist, call a physician. Common device name (assay,hybridization and/or nucleic acid amplification for detection of hepatitis c rna,hepatitis c virus) truncated due to character limitations. (B)(4).

Event description:
A us customer reported a lab operator inhaled fumes generated when mixing the c6800/8800 systems waste with waste bleach water from another system down the laboratory's sink drain. The operator stated that there was yellow/orange substance and smoke and as she leaned over to turn on the water to flush the sink she inhaled the smoke. The operator went to occupational health and the attending physician reported the technician had minor lung irritation. The operator was given an inhaler and steroid, and was sent her to work with no restrictions. The operator's current condition was noted as her chest is hurting, feeling heavy. The operator has asthma and went outside to breathe fresh air and is currently still working in the lab at this time. It was noted that the site is running the cobas sars-cov-2 test on the cobas 6800/8800 systems.